Manufacturer narrative:
A review and investigation of the process equipment used to MFR the plug as well as the plugging station in the dialyzer assembly line were done to find possible reasons for defects or small damages to the sealing plug which occasionally may cause leakage. The plugging station design was reviewed and a small change was done to the plug entrance channel to facilitate the movement of the plug and avoid random damages. The activities on the plugging station were done on 10-3-96. The adjustmetns of the complete plugging station have earlier been rechecked on 8-9-96. As part of a continuing improvement program, the moulding tool for the plug was polished to avoid any occurrence of surface roughness. This action implemented 9-2-96 will facilitate the movement of the plug in the plug station and reduce any possibilities for random damages to the plug. The MFR will continue to monitor and trend.

Event description:
During a dialysis treatment, there was an external blood leak from the plastic knob above the label. Blood was running down the dialyzer. There was no pt impact.